Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4) . The device was returned to the factory for evaluation. An investigation was conducted on 01/24/2020. A visual inspection was conducted. Signs of clinical use was observed, and light evidence of blood was detected on the seal outer rim. The delivery device was returned outside the loading device. The white plunger was fully depressed with the blue slide lock disengaged. The seal and tension spring assembly was observed to be inside the delivery tube, with the tension spring not in its usual position. The seal was removed from the delivery tube with no visual defects observed. There was no observations of cracks or delamination on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported failure mode ¿activation problem¿ was not confirmed but the analyzed failure modes ¿premature deployment¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code" trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects..